Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged replace battery alert and replace battery now without a low battery warning found on 11/18/2021. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. No unexpected low battery alerts, replace battery alert, replace battery now alarm, or power related alarms noted during testing. A review of the history files reveals on 11/12/2021 there was one (1) low battery alert at 15:57. Further review of the history files shows on 11/13/2021 there was one (1) change battery fault (replace battery) alert at 00:38 and one (1) off no power (replace battery now) alarm at 01:09. No excessive or unusual power/battery related alarms noted in the history files. The pump was cut open for a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label peeling, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Unexpected battery power loss, replace battery alert and replace battery now alarm without a low battery warning are not confirmed. No unexpected power/battery alarms during testing or excessive power/battery alarms found in the downloaded history files. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did not received low battery alert prior to replace battery alarm. Customer stated it was second occurrence of replaced battery alarm without low battery warning. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.